Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that device reached elective replacement indicator (eri) and exhibited unexpected longevity. In (B)(6), one year longevity was expected, however, eri was triggered in (B)(6). The settings were adjusted without evidence of high threshold, however the patient experienced diaphragmatic stimulation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.